Manufacturer narrative:
The glidescope avl monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl monitor and the white screen issue was confirmed. The technical service representative noted that the kapton tape shielding on the internal video cable was missing. The technical service representative replaced the kapton tape which resolved the issue. The glidescope avl monitor was returned to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was a blue / white screen instead of an image. A delay of unknown duration occurred as a back-up glidescope device was obtained. No harm to the patient or user was reported.